Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the pump was not logging data despite being in use. Although requested by tandem technical support, the customer was unable to upload the pump data logs. There was no impact to the customer¿s blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.